Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer was not detected on the bus. A field service engineer contacted the customer and requested a check on the ribbon cable. The customer later confirmed that the ribbon cable for the drawer was completely unplugged. After reconnecting the cable and rebooting the system, the drawer was successfully detected. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not on the communication bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.